Manufacturer narrative:
The material number has been updated, which is reflected in this follow up report.

Event description:
Failure to osseointegrate. Based on the information provided by the customer, the defect type has been updated.

Event description:
Failure to osseointegrate.